Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. Corrected information is provided in section d.9 the request for servicing was cancelled and the system was not examined as a result. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic console laser light was not working properly during calibration and set up. There was no procedure, patient involvement or patient harm associated with this reported event. Additional information was requested